Event description:
The facility reported to a baxter representative an infusion pump that supposedly did not detect air-in-line during patient infusion in the cancer unit. According to the hospital representative, a 250ml IV bag of rituximab (chemotherapy drug) was being infused at the rate of 157ml/hr. The IV bag was completely emptied and evacuated when the attending nurse returned. She stated that the pump screen still read 14 ml remaining to be infused. She said that there was air in the line almost up to the pump head module channel. The pump was still running. Blood was seen upstream in the tubing for approximately 16cm. The biomed technician later checked the pump by running it at the rate of 157 ml/hr. No failures or air-in-line alarms were noted. He also introduced approximately 3 inches of air into the line that was detected by the instrument with an alarm message and audio alarm. According to the hospital representative, no patient injury occurred or medical intervention was required due to the reported incident. The cancer services manager was concerned of possible injuries that may occur in the future if no alarms occur when infusion is complete. The biomed supervisor and manager of cancer services requested evaluation as a precautionary measure. No additional information was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 23, 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.